Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a laparoscopic radical surgery for lung cancer on the main vein of the lungs, the device had poor staple formation and an incomplete staple line distally, it was caught with the clip and tied with a line in order to fixed the staple line. They opened a new device to complete the case and resolve the issue. The patient was alive with no injury.